Manufacturer narrative:
Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. Failure analysis investigation confirmed the customer reported failure. The instrument was found to have thermal damage on the distal end of the yaw pulley and on the distal clevis. There were signs of potential arcing. Further investigation was conducted and the instrument's distal's clevis was disassembled to find the source of the thermal damage. It was noted that the conductor wire was broken at the weld which most likely occurred due to breakage of the wire welded to the hook base during energy activation. It is not clear what caused the weld to fail at this location and this is still under investigation. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted colon resection procedure, the permanent cautery hook instrument was smoking. There was no report of fragment falling inside the patient, patient harm, adverse event or injury.